Event description:
The left motor has a skip to it after a 1/2 turn and the chair pulls the left.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
The device was evaluated by the returns department which found that the when tested on cmt. Rpm's and amps are in range. There was no skipping during bench test. Not able to duplicate issue.

Event description:
The left motor has a skip to it after a 1/2 turn and the chair pulls the left.